Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor had failed to transmit automatically. When the patient tried to send a manual transmission, the remote monitor failed to power on when the start button was pressed. After the patient unplugged and reconnected the power cord, the remote monitor successfully powered on. The remote monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that one rubber foot was missing. However the bench power up test passed with known good power supply. No electrical anomalies were found.